Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was unable to be retrieved and was not returned.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# unknown product type recharger product ID 97755 lot# serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient (pt) stated she has an infection in the ins site and there is pus coming out. Pt stated the health care provider (hcp) who put the ins in will not help with this and pt stated she needs to find a hcp to take out ins. Pt states she came in for something else yesterday so the pa yesterday said yes there is pus coming out of the site and wouldn't let the patient leave. Pt stated tuesday evening the recharger burnt the site where pt charges and its been red ever since. Pt states the rtm was stuck to shirt to the skin and has been terrible to charge and takes forever to find the spot and cannot even move in order to not let the screen change. Pt states its been a pain since implant with the system. Pt states she's currently taking 4 antibiotics and the whole right arm is affected from this. Pt states the device has not helped her and she has had nothing but problems. Pt states she has had nothing but pain since device was placed and feels as though going to pop out all the time. Pt states she wants to find a hcp to take the unit out before it affects her whole arm. Pt states the device is sticking right out of the skin and is near breast when should be in the collar bone. The patient also noted that this device shouldn't have been put in, and the patient stated she doesn't have body fat, so the ins is sticking out and very sore there. The patient stated she has had cellutis on and off for years however doesn't have to take medication.

Event description:
Additional information was received from a manufacturing representative (rep) and healthcare provider. Patient states the stimulator was burning the skin. She went to hospital where it was found to be eroding through the skin with puss coming out. Physician said it was infected and explanted the device on (B)(6) 2020. It was noted that the placement of the ins was too superficially and charging may have led to issue. The lead was left in the pocket per the surgeon, and the ins was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that charging their device (was) burning their skin. It is leaving burn marks on them, very painful, and takes a long time to charge. Lucky to get up to 50 percent charge. Therapist has been totally unresponsive.